Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 43-year-old female patient who had essure (batch no. B21679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included irregular periods. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), depression ("depression"), irritable bowel syndrome ("irritable bowel"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("constant pain abdominal area"), vision blurred ("blurred vision") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of the essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, tooth disorder, irritable bowel syndrome, migraine, headache, nausea, vision blurred, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, depression, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: insertion procedure: no abnormalities seen, the essure probes were introduced into each fallopian tube ostium and advanced without problems patient tolerated procedure well. Diagnostic results: (B)(6) 2014 - radiology report: retroverted uterus; most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and mr received: dob added; patient's medical history and lot number added; new events added: dental problems, migraines, headaches, nausea, depression, hair loss, abdominal pain, irritable bowel, blurred vision and weight loss,abnormal bleeding (vaginal, menorrhagia). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 43-year-old female patient who had essure (batch no. B21679-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included irregular periods. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), depression ("depression"), irritable bowel syndrome ("irritable bowel"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("constant pain abdominal area"), vision blurred ("blurred vision") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of the essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the uterine haemorrhage, depression, tooth disorder, irritable bowel syndrome, migraine, headache, nausea, vision blurred, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, depression, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: insertion procedure: no abnormalities seen, the essure probes were introduced into each fallopian tube ostium and advanced without problems patient tolerated procedure well. Diagnostic results: (B)(6) 2014 - radiology report: retroverted uterus; most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of the essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage and menorrhagia had resolved. The reporter considered menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.